Event description:
It was reported that the patient had one contact with elevated impedance. The patient had a reprogramming and there was an adequate overlap reported. It was also stated that following the reprogramming, the patient experienced a surge in paresthesia on all programs. The patient underwent a revision procedure wherein the lead was cut near the ipg and was replaced. The patient was doing well postoperatively. The explanted lead was discarded by the medical facility.